Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via email that an ar-1927bcf-475 biocomposite corkscrew ft anchor broke when it was implanted and turned clockwise. All the broken fragments were removed, and the case was completed using another r-1927bcf-475 biocomposite corkscrew ft. This was discovered during an rcr procedure on (B)(6) 2025. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image of the ar-1927bcf-475 provided from the field, it was noted that the screw was damaged/warped. Consequently, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion, or prying/leveraging the screw during insertion.